Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that something had happened and they were not sure what to do about it. Patient said that they charged their implant and when they got to their program it was already on 3.0 and they put the communicator on their buttock and instantly felt a strong, devastating, burn-like sensation and they weren't able to do anything to cause it to come down. Patient mentioned that the sensation was so intense that they could barely get the device off of their back. Patient also said that the burning sensation is still there but not quite as much as it was when it first happened. During the call the patient decreased their stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. They were redirected to doctor if issue persists.